Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon visual inspection there is scuffing on the threaded shaft. The event is confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 110018822 ¿ g7 positioning guide rod ¿ zb141101; 010000667 ¿ g7 acetabular shell ¿ 6401656. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a surgery, the threaded shaft of an inserter broke while hammering in the cup component. It was also noted that the tip of the pin on the guide rob bent, no longer holding version guide in place. The surgery was completed with a second device. All fractured pieces were removed from the patient. Attempts have been made and additional information on the reported event is unavailable at this time.